Event description:
The customer reported the system sounded a loud beep and stopped producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the cpu motherboard needed to be replaced. The customer declined repair. The system is usable.